Event description:
The facility's biomedical technician reported an infusion pump with failure code 13 found during biomedical testing. The hospital representative stated they have no record of any patient incident involing the pump since the last baxter service event. No additonal contact information was provided.